Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the infection has been resolved. No further complications were anticipated as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482-51, serial/lot #: (B)(4), ubd: 06-dec-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an infection that occurred by the patient's left ear behind the extension at the lead junction. The left extension and the ins were taken out in the hospital yesterday, and the follow-up treatment was to be decided after the patient recovered. The patient was currently in the hospital observing. No further complications were reported as a result of this event.